Manufacturer narrative:
The reported event of device dislodgment could not be confirmed. Visual inspection noted the helix was stretched out of specification, which was constant with having occurred during procedure. Further analysis, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon releasing of the right ventricular (rv) leadless pacemaker (lp) during procedure, it dislodged and migrated to the pulmonary artery, which was observed via fluoroscopy imaging. A temporary pacemaker system was implanted. The rvlp was then retrieved, and the procedure was concluded without any other device implanted. Patient condition was stable.